Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise and oversensing on the atrial channel which resulted in inappropriate episodes of atrial tachycardia response (atr). Additionally, loss of atrial capture was observed, and a red alert was produced due to an out of range atrial pacing impedance measurement which was greater than 3000 ohms. The right ventricular (rv) channel displayed noise which did not result in any sensing issues. A boston scientific technical services consultant discussed the reported clinical observation with the caller and suggested further troubleshooting. The patient was evaluated in the hospital at which time the device was reprogrammed to vvi configuration. It was noted that this patient has a left ventricular assist device (lvad) which had been implanted prior to this system. No additional adverse patient effects were reported.